Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple malfunction alarm's occurred. Customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 463 mg/dl and life threatening ketones. Prior to going to the ER, manual insulin injections were administered in attempt to address elevated bg level. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. At the time of the report to tandem technical support, the customer was still admitted to the ICU. Follow up attempt was made to obtain additional information; however, a response was not received. Customer reverted to an alternate method of insulin therapy.